Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient has excessive blood coming out of the lead site. Several layers of gauze were placed and it has gone through.